Event description:
Info rec'd indicates the ground reading on the bed is out of normal range when tested.

Manufacturer narrative:
The technician isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.